Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued on the same day), cisnam injection (500mg, 1 bag per day, ongoing) and amikacin injection (100mg, 1 bag per day, ongoing) for peritonitis. One day after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.